Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for episodes detected in the ventricular tachycardia (vt) zone that were actually atrial flutter with 1:1 conduction. Two of the device's arrhythmia discriminators were programmed on, detection zones were adjusted, and the device remains in use. No further patient complications have been reported as a result of this event.